Event description:
It was reported that the patient presented experiencing pain that felt like electric shock in the device pocket. The sensation were reproducible in clinic and it was noted that the patient was twitching when the pacemaker was set to a rate low enough to allow the patient's underlying rhythm to come through. The patient felt the pain after each intrinsic heartbeat. It was noted that the device was not pacing during the pain. The patient did not recall any falls or accidents and did not describe any other symptoms. It was suspected that the lead position had changed. Chest x-ray did not reveal any anomaly. The patient was treated with medication.